Event description:
It was reported that prior to implant the lead helix was tested but it would not extend no matter how much it was rotated. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).